Manufacturer narrative:
H6, medical device problem code: a0709, device sensing problem, has been added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
57 year old male with history of cad, icm, afib, htn, copd, t2dm presented with acute on chronic decompensated hf. 10/20 impella 5.5 implant without incident. 10/21 cardiac arrest/ monomorphic vt requiring brief CPR and cardioversion. 10/22 device repositioned. 10/25 noted to have afib with rvr, treated with medications (amiodarone. 11/6 pt made dnr with no options for advanced therapies. 12/29 high purge pressure, low purge flow. Purge cassette exchanged without resolution, tpa added to purge flow.